Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the drive support cap was loose. Customer¿s blood glucose level was 201 mg/dl. Customer stated that they cracked around the battery cap. Troubleshooting was performed for damaged. Customer was advised to the insulin pump will need to be replaced and customer to follow their medically prescribed back up plan. The insulin pump will not be returned for analysis.